Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited some undersensing of a torsades de pointes arrhythmia. Technical services (ts) reviewed the stored episode and noted that although there was intermittent undersensing in the initial 10 beats of the arrhythmia, there was not a significant delay to detection. Duration was satisfied and anti-tachycardia pacing (atp) was delivered at the end of duration. Atp did not terminate the arrhythmia, however, the rhythm self-terminated during device charging. Ts noted that there did not appear to be a need to change sensitivity in this case and discussed the potential of shortening the ventricular fibrillation (vf) duration if there is any concern about time to therapy. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.